Event description:
It was reported that the customer had high blood glucose. Customer stated that the insulin pump alarmed no delivery. Customer's blood glucose was 454 mg/dl. Customer stated that she treated bolus for high blood glucose. Troubleshooting was done. Customer does not have tubing clamp. Advised the customer will send tubing clamp and to call back to continue the troubleshooting. Customer reported next day about the new insulin pump acting up. Customer reported about no delivery and stated no delivery alarm works fine. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).